Event description:
It was reported that the procedure was to treat a lesion in the internal carotid artery without calcification and tortuosity. The 4.0x120mm xpert pro self-expanding stent system (sess) was advanced and attempted to be used but the stent could not be released when resistance was met. There were no issues with the deployment mechanism. The stent system was removed and noted that the stent strut was stuck in the sheath. Another stent was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. Returned device analysis identified that there was a tear on the outer member and the stent strut was sticking out. It was confirmed that the account was aware of the tear and the flared strut. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported material split/cut/torn and the reported stent material deformation were able to be confirmed. The reported activation failure was unable to be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, it is possible that interaction with the anatomy/other devices and/or inadvertent mishandling resulted in the reported/noted torn/wrinkled outer member, the reported/noted device damages (bent stent strut, bent shaft, bent tip); and thus resulting in the reported activation failure; however, this cannot be confirmed. The investigation determined a conclusive cause for the reported/noted difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.